Event description:
The customer reported the ventilator is alarming and the screen is black. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). The risk manager was contacted twice to obtain patient information but no response received.